Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to be transported to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following dyspnea and hypoxemia attributed to fluid overload, caused by an exacerbation of preexisting heart failure. The patient was undergoing ccpd on the liberty select cycler at the time their symptoms first presented; however, the patient¿s signs and symptoms were solely attributed to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s dyspnea and hypoxemia due fluid overload, caused by heart failure, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events fluid overload, characterized by dyspnea and hypoxemia. The cause of the patient¿s fluid overload can be attributed to an exacerbation of preexisting heart failure as reported by a medical professional. It is well established renal disease complicates the treatment of heart failure whereas exacerbations are more frequent and may be more severe in the end stage renal dialysis (esrd) population. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 9/feb/2022, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to be transported to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 9/feb/2022 following dyspnea and hypoxemia attributed to fluid overload, caused by an exacerbation of preexisting heart failure. The patient was undergoing ccpd on the liberty select cycler at the time their symptoms first presented; however, the patient¿s signs and symptoms were solely attributed to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s dyspnea and hypoxemia due fluid overload, caused by heart failure, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to be transported to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following dyspnea and hypoxemia attributed to fluid overload, caused by an exacerbation of preexisting heart failure. The patient was undergoing ccpd on the liberty select cycler at the time their symptoms first presented; however, the patient¿s signs and symptoms were solely attributed to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s dyspnea and hypoxemia due fluid overload, caused by heart failure, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: h10 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse events fluid overload, characterized by dyspnea and hypoxemia. The cause of the patient¿s fluid overload can be attributed to an exacerbation of preexisting heart failure as reported by a medical professional. It is well established renal disease complicates the treatment of heart failure whereas exacerbations are more frequent and may be more severe in the end stage renal dialysis (esrd) population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.